Manufacturer narrative:
On (B)(6) 2012, a service tech of acist's (B)(4) distributor visited the hospital and tested the acist angiographic contrast injection system, model cvi. There was no evidence of device malfunction based on this testing. The consumable kits were discarded by the hospital; therefore no analysis could be made of these items. The hospital elected not to provide a copy of the cine-angiogram; therefore, there was no analysis of the angiographic images to visually confirm the amount of air that was injected into the pt. The user facility's physician reported that air was visible in the left coronary artery image. Based on the results of the testing of the injection system, there is no evidence of device malfunction. Based on the info provided by the user facility, the cause of the air embolism was failure by the user to clear the system of air at set-up or initial connection of the catheter. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.

Event description:
User facility reported: during a left heart catheterization, air was injected into a pt's left coronary artery. The pt experienced ventricular fibrillation and cardiac arrest. Chest compression was administered, and the pt recovered. The physician reported that the cause of the air injection was failure to clear air from the tubing. (B)(4).